Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct during a biliary drainage procedure performed on (B)(6) 2023. During the procedure, the distal flange of the axios stent was unable to deploy. When the physician removed the device, the stent deployed in the duodenal wall. The stent was removed using forceps and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the working channel size of the eus scope used was 2.8 mm. However, the axios stent and electrocautery-enhanced delivery system instructions for use (IFU) states, "do not use this device in any echoendoscope with a working channel smaller than 3.7 mm." The stent is not compatible with a scope with a working channel size of 2.8mm.